Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called in to report a hospitalization due to high blood glucose. The insulin pump wasn't working. Customer's blood glucose reading at the time of the call was 54 mg/dl. Customer treated with fruit. The blood glucose reading at the time of the hospitalization was 524 mg/dl. Customer was wearing the pump when she was admitted to the hospital. Customer attempted to treat her high blood glucose herself with bolus and manual injection. Customer received intravenous drip at the hospital for her high blood glucose. No anomalies detected during troubleshooting on the insulin pump. Nothing further reported.